Event description:
A physician reported a pt who was double skin tested on 15 oct 1997 and 29 oct 1997 with negative results. On 19 nov 1997, the pt rec'd her first treatment with two formulations of collagen in the nasolabial folds and glabella. On 29 nov 1997, the pt developed redness, itching, and bumpiness at the areas of treatment. On 14 jan 1998, the pt was examined by the physician, who noted redness, induration, and swelling at the nasolabial and glabellar treated areas. The physician believed the pt had developed a hypersensitivity to collagen, and prescribed topical elocon cream. On 11 feb 1998, the pt was again examined by the physician, and the areas of hypersensitivity were injected with intralesional kenalog.